Event description:
Reportedly, at one-week post implant check (on (B)(6) 2012) high ventricular lead impedance (>3000 ohms) was confirmed. Therefore, output was reprogrammed to 7.5v/1ms (unipolar). Re-intervention was scheduled for (B)(6) 2012. However, it was postponed because device was checked before re-intervention and both ventricular lead impedance and threshold were found within normal ranges. Consequently, output was re-programmed to 5v/1ms and another check will be performed within two weeks time.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.